Manufacturer narrative:
The key log was reviewed by a stryker customer quality engineer and was able to verify the issue of unexpected loss of power. No root cause was determined.

Event description:
The customer contacted stryker to report that their had unexpectedly lost power during patient treatment; however there was no adverse event reported. As a result, defibrillation would not be available, if needed.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their had unexpectedly lost power during patient treatment; however there was no adverse event reported. As a result, defibrillation would not be available, if needed.